Event description:
It was reported that a flo-gard solution administration set had brown particulate matter within its chamber. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. Visual inspection revealed burn marks on the set chamber. The cause of the brown/burn marks were due to embedded degraded material used in the molding process of the chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.